Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is status post right total hip in 2004. Patient came in with mild hip pain and elevated cocr levels. He was scheduled for a revision. The hip was exposed. All components were well fixed. There was no adverse local soft tissue reaction noted. The femoral head was removed with several taps with a mallet and bone tamp. The revised head component had some metal debris. The trunnion was in good condition. It was cleaned and dried. The poly appeared to be in good condition. A conversion v40 to c taper sleeve was impacted. A new c taper ceramic head was implanted. Patient was stable. The operation was completed successfully.